Event description:
Through journal article "prepectoral versus subpectoral direct-to-implant breast reconstruction: evaluation of patient¿s quality of life and satisfaction with breast-q" physician reported ¿7 cases of capsular contracture (baker grade unknown)¿, ¿necrotic area debridement¿, ¿seroma evacuation¿, and ¿symmetry as a result of reconstructions¿ treatment was reported, unspecific to patient, as radiotherapy, chemotherapy, and hormonal. The device status and affected side is unknown.

Manufacturer narrative:
Continued e1 (email address): (B)(6). Continued h6: f2305. The reported events of capsular contracture baker grade unknown, seroma, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown, seroma, and necrosis. Article citation: cogliandro, annalisa, et al. "Prepectoral versus subpectoral direct-to-implant breast reconstruction: evaluation of patient¿s quality of life and satisfaction with breast-q." Aesthetic plastic surgery. 2023 mar. Https://doi.org/10.1007/s00266-023-03316-z.